Event description:
The initial reporter received discrepant na electrode results from 1 patient sample tested on the cobas 6000 c (501) module. The initial result was 179 mmol/l. The repeat result was 145 mmol/l. The initial result was not reported outside the laboratory as it was inconsistent with the patient's previous runs. The repeat result was deemed correct.

Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The investigation reviewed the last calibration performed on (B)(6) 2024 and the qc recovery. The results were within specifications. The investigation reviewed the alarm trace. The trace had an "abnormal probe sucking" alarm. The field service engineer (fse) inspected the module and found the vacuum tubing on the rinse mechanism had a hole in it. He then repaired this part. He verified the module's performance through a mechanism check, ion-selective electrode precision check, and calibration. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.